Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was is confirmed but the exact cause remains unknown. One 3cg stylet and t lock assembly was returned for investigation. A break in the polyimide tubing was observed 8 mm from distal end; however, the core wire remained intact. Use residue was attached to the broken segment of the polyimide tubing. Multiple kinks and bends were present throughout the distal end of the stylet. Microscopic observation revealed the kinks to be located in between the magnets within the polyimide tubing. The polyimide tubing was cut in order to measure the wall thickness and was found to be within specification. Based on the condition of the returned sample, possible contributing factors include advancement against resistance. The product IFU precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. The stylet or stiff ening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiff ending wire. Never use excessive force to remove the stylet as it may damage the device." A lot history review (lhr) of recx3533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 3cg tip bent in half while inserting PICC line. It was stated that it never entirely broke off, but "it is bent and holding on by a thread". No patient harm reported.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 3 cg tip bent in half while inserting PICC line. It was stated that it never entirely broke off, but "it is bent and holding on by a thread". No patient harm reported.